Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The baxter technical services representative (tsr) asked the home patient (hp) to close the clamps, disconnect, and cycle the power. The hp did not understand the tsr. The tsr recommended the hp contact the hospital. There was nothing found during troubleshooting that would cause or contribute to the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. (B)(4). If additional relevant information is received, a follow-up will be submitted.